Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. During the procedure 3 closure devices were deployed in the laa, but did not meet release criteria and were all fully recaptured and removed from the patient. A fourth closure device was deployed and upon deployment an air embolism was noted in the left ventricle. The patient experienced EKG changes and their blood pressure decreased. The physician treated the patients low blood pressure and monitored the patient for a few minutes. The EKG changes went back to normal and the patient was doing fine. The air resolved on its own and was no longer present. The procedure was ended at this point due to the patients difficult anatomy. Post procedure the patient woke up and a neurological assessment was performed. There were no neurological changes or deficits, the patient was doing fine following these events. The patient has since been discharged from the hospital.